Event description:
It was reported the study pt experienced several falls and shortly thereafter, the programs began auto-reducing. Diagnostic testing revealed invalid impedances on contacts 9-16. X-rays were inconclusive. Follow-up identified surgical intervention was undertaken to address the issue. During the procedure, it was discovered the lead was fractured. As a result, the lead was explanted and replaced. Intraoperative testing yielded normal impedance.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.